Event description:
During a follow-up, episodes of noise resulting in oversensing were noted on the device. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.